Manufacturer narrative:
On 7/23/2020, additional information was received from the clinical account specialist that there was no broken or separated piece nor any damage on the tip of the catheter that resulted in internal components exposed or lifted/sharp electrodes. With the additional information received, the file continues to be deemed MDR reportable for the hemostatic valve separation. Correction: please disregard the following statement reported in section h10 of the 3500a initial MDR. It was a erroneously duplicated in the report. Consider the following to be removed, "hemostatic valve was found dislodged inside of hub. Friction ring and brim cap remain intact. Picture attached." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device evaluation details: hemostatic valve was found dislodged inside of hub. Friction ring and brim cap remain intact. Picture attached. The device evaluation has been completed. Visual inspection was performed and it was found hemostatic valve has been dislodged. A second visual inspection was performed and hemostatic valve was found dislodged inside of the hub. Friction ring and brim cap remain intact. A manufacturing record evaluation was performed and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation occurred. It was reported that during the procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small did not work properly causing bleed back (not excessive). The sheath was replaced, and the case continued without further issues. No medical/surgical intervention was required. No air entered to the patient. There were no patient consequences. Since there¿s no indication that the blood leakage was excessive nor that the patient¿s hemodynamics was compromised due to the issue experienced. There¿s also no indication that any medical/surgical intervention was required; this will not be considered to be a patient adverse event but a product malfunction. On 6/25/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found the hemostatic valve has been dislodged. This finding was reviewed and assessed as MDR reportable and consistent with the customer¿s reported event. On 7/9/2020, additional information was received from the biosense webster inc. Representative indicated that the carto vizigo¿ 8.5f bi-directional guiding sheath - small looked cracked proximal to the first electrode. Follow up will be performed to clarify if this information is correct, as the event description does not make any reference to a physical damage to the tip of the sheath. In addition, the complaint device was received for analysis and no physical damage was observed; therefore, the damage reported by the biosense webster inc. Representative will not be coded. Should more information become available, it will be reviewed and processed accordingly.